Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the eyelets of a portex® tracheostomy tube split before it's time to change the tracheostomy tube. It was noted that the patient believes the ties are too hard on the tracheostomy tube. No injury was reported.